Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that loss of sensing was noted. The device was explanted and replaced. No adverse consequences for the patient were reported.